Event description:
Boston scientific received information that a health care professional (hcp) was concerned about the patient's device longevity. The patient was last seen several months prior with a magnet rate of 100 and showing one year remaining. Currently the device shows a magnet rate of 90 with still a year remaining. Boston scientific technical services (ts) discussed magnet rates and how a programmer estimates the remaining longevity period of a device in relation to the magnet rates. This is normal device operation. Ts also discussed that because, the device has been implanted for 8 years, it's unlikely to expect any issue(s) related to an associated advisory. The hcp confirmed they will see the patient again soon. The device remains in service and has met its minimal longevity period. No adverse patient effects were reported

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.